Event description:
A pleural catheter system was opened in anticipation of a procedure. The nurse who opened the pack noted that there was no lidocaine included. Upon further inspection of the kit, she noticed a bright pink sticker on the side of the box which read "non-sterile not for human use". The order placed was for a sterile kit. No patient harm occurred, as the product was replaced by a sterile kit prior to the procedure.======================manufacturer response for pleural catheter system, pleurx pleural catheter kit (per site reporter).======================they have requested that it be returned to them.what was the original intended procedure?unknown what the exact intended procedure was.device #1is this a laboratory device or laboratory test?no.